Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a conflicting result within the read-window with the binaxnow covid-19 antigen self-test kit performed on or before (B)(6) 2024. At fifteen minutes, the test showed a negative result. Five minutes later at the twenty-minute mark, the same test showed a positive result. The consumer indicated they were symptomatic. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 869105c with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 869105c, test base part number 195-430wjr/ lot: 869105. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 869105 showed that the complaint rate is (B)(4)%. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 869105 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to patient sample.

Event description:
The consumer reported a conflicting result within the read-window with the binaxnow covid-19 antigen self-test kit performed on or before (B)(6) 2024. At fifteen minutes, the test showed a negative result. Five minutes later at the twenty-minute mark, the same test showed a positive result. The consumer indicated they were symptomatic. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.